Event description:
Revision surgery due to revision of previous installed hardware / unknown revision reason.

Manufacturer narrative:
The agent reported, surgeon indicates revision of previous installed hardware. Complaint has been evaluated and is similar to report number 1644408-2020-00196; 530-16-108, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.